Event description:
The pt reported decreased performance and periodic uncomfortably loud sound sensations. Diagnostic testing did not indicate a device malfunction. The device was electively explanted and a new device was reimplanted.